Event description:
The user facility reported an impella cp was be initiated in a 72-year-old female patient for mechanical circulatory support. It was reported that the pump was prepped and ready to be put in the body. The staff states that the pump was not detected by the console and was giving them some odd alarms. After troubleshooting, the decision was made to open another pump per the physician. There was no patient harm reported. No additional information was provided.

Manufacturer narrative:
The impella device was returned for evaluation but has not yet been evaluated. Upon completion of the investigation, a supplemental report will be submitted.